Event description:
The surgeon inspected the cc4204a +21.0 diopter collamer single piece lens under microscope during insertion and noted it tearing as it was coming out of the injector and into the eye. The lens was removed without enlarging the incision and there was no patient injury.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes, method - lens work order search. Results: visual inspection of the returned lens showed both the haptic/optic were torn and a piece of the lens was torn off and missing. A lens work order search showed there were no similar complaints found. Conclusion: based on the complaint history, work order search an product evaluation, we were unable to determine a specific root cause of the event. (B)(4).